Manufacturer narrative:
Customer reported that qc runs daily were within range. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Received a report of a pt urine on (B)(6) 2011, which tested negative for hcg. Subsequent serum on same pt tested positive. The pt's treatment was not affected by the urine test result. No treatment was provided or denied prior to the serum test outcome.